Manufacturer narrative:
No report of patient involvement. (B)(4). A ge healthcare service representative performed a checkout of the system with the hospital biomed and confirmed the reported issue. It was recommended to replace the latch valve, solenoid valve, 2-way valve, and o2 bypass. Service will be performed by hospital employee.

Event description:
The hospital reported excessive pressure in the patient circuit. There was no report of patient involvement.